Event description:
It was reported to philips that the battery needs to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips authorized service personnel (asp) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, specifically indicating a need to replace the battery. There was reportedly no patient involvement. The asp determined that the issue with the device was caused by a damaged battery. To resolve the issue, a replacement battery was required. Based on the available information and conducted testing, the reported problem was determined to be a battery issue. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, a replacement battery was required. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text : remote support provided.